Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Customer experienced an elevated blood glucose (bg) level with moderate ketones. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.